Event description:
It was reported a novum iq large volume pump failed to start. The patient was undergoing a cardioversion with an anesthesiologist and cardiologist and ¿rhythmologist¿ present. Monitors were applied, and an intravenous line initiated with a propofol infusion started. A bolus of propofol infused to ¿induce drowsiness¿, then the dosage was set to 250 kg/minute (120 ml/hour). The patient was drowsy but still conscious despite the propofol infusion. Venous access shows blood return. ¿patency checked with adequate nsaid¿. Infusion reinstated; however, the pump was ¿unable to deliver medication.¿ no occlusion alarms had been triggered. A test was performed on the pump by clamping the tubing; ¿pump still indicates flow delivery with no occlusion alarms.¿ the patient reportedly had ¿profound drowsiness causing respiratory apnea.¿ the patient required ¿temporary respiratory support while propofol wore off¿ (not further specified). A manual dosage was administered due to the pump's inability to deliver the medication. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hôpital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing by introducing an occlusion upstream and downstream, and the device alarmed for both. The reported event was unable to be reproduced. The reported condition was not verified. During the event history log review multiple occurrences of downstream occlusion alarms were noted on the day of the event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. As a precaution preventative maintenance was performed. Should additional relevant information become available, a supplemental report will be submitted.